Manufacturer narrative:
Product complaint # (B)(4).date sent to the FDA: 7/22/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Please clarify how many devices was used on this single procedure 2. If this event occurred in multiple procedures, please provide information requested above for each patient event. 3. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). 4. What are the procedure name(s) and date(s)? 5. What is the quantity involved per procedure 6. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? 7. Status of product return 1. We used 7 sutures on first case and 4 on the 2nd case. Then we opened another box and used sutures from that box. 2. 2 events. See #1 3. That I'm aware, we have never reported an issue. 4. First was a total knee arthroplasty, the 2nd was a total hip arthroplasty. As I can recall, it was (B)(6) 2024. 5. We went thru 7 sutures on the first case and 4 on the 2nd case. 6. No adverse patient consequences that I'm aware of. 7. Gave it to our sales rep for review. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip arthroplasty on an (B)(6) 2024 and suture was used. During an unknown procedure, the surgeon had a multitude of issues with the sutures. The suture braid is falling out of the needle end. There was no patient consequences reported. Additional information was requested.